Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lobectomy procedure, it was found that the blade had been broken. The broken piece of the device was found outside of the pt's body. Another device was used to complete the case. There were no adverse consequences to the pt.